Event description:
Facility reported that during the treatment, the venous pressure went up, the venous needle was then changed and the treatment resumed. Subsequently, there was a blood leak in the dialyzer. The entire system was charged and the pt was placed on a dry pack. Ebl 250cc. Hct preincident was 39.5% and postincident was 37.5%. The sample is available for evaluation.